Manufacturer narrative:
Cme america's bodyguard 121 infusion pump is classified as frn by the FDA, which is not for life-sustaining medications. Cme america's instructions for use clearly state, "the bodyguard 121 infusion pump system should not be used to infuse life sustaining medications whose stoppage or interruption could cause serious injury or death." The customer used the device off label.

Event description:
The customer reports that when the user was titrating channel 1 from 0.3 mcg/kg/min to 0.35 mcg/kg/min, channel 2 automatically titrated to the same rate (15ml/hr to 105ml/hr). Channel 2 was running at 0.04 units/hr, and the user was unable to switch channels using the channel select button. The crew was able to immediately switch to another available pump. There was no harm to the patient. A cme america internal clinician marked the medication used as for critical use. According to the bodyguard 121 operator's manual, the use of vasopressin is an off label use of the device. See chapter 3 under general warnings: "the bodyguard 121 infusion pump system should not be used to infuse blood, blood products, or life-sustaining medications whose stoppage or interruption could cause serious injury or death." The customer used the device off label.